Event description:
The patient reported that they needed a new doctor, and that two healthcare providers (hcp) would not see them because their ¿dose was too high¿. They stated that all they were told was ¿they were getting 10 mg a day, and that was too high¿. Their back had been hurting a lot more in the past couple of weeks on the right side, and that was where the pump was. They stated that it hurt really bad when standing and walking, and every now and then they had a stabbing pain. They stated that they thought ¿something was wrong with the pump¿, and it was making a funny noise that sounded like a siren. They stated it was the critical alarm, and this began on (B)(6) 2015. As of (B)(6) 2015 the patient found a surgeon to replace the pump, but they had to be off all pain medications before they would do it. The patient was to be off all of them by the upcoming weekend. The patient was told by their hcp that the pump malfunctioned, and it was not pumping at all. The pump was reportedly not empty, and it contained bupivacaine and dilaudid.

Event description:
Additional information received reported that the patient's pump was replaced (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information received reported that telemetry confirmed the critical alarm heard was due to a motor stall. The pump had been alarming for "quite some time." The pump was turned off with programming.

Manufacturer narrative:
(B)(4). Does not apply and was removed. (B)(4)..